Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-02576. This report is being submitted as additional information. Brand name, UDI #: FDA approval for heartmate 3 lvas was received on 23 august 2017. The heartmate 3 lvas was implanted commercially. The same device is used in the ongoing momentum 3 clinical trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate 3 system controller is (B)(4). Approximate age of device ¿ 1 day (calculated from the date when the system controller was issued to the patient). Manufacturer's investigation conclusion: the reported event of incorrect use by date was confirmed. The photo provided by the customer confirmed that the hm3 system controller with a manufacture date 07-11-2017 had a use by date as 07-31-2017 instead of 07-31-2020. As a result, the manufacturing procedure was updated to ensure that this labeling issue does not reoccur. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the operating room circulator noticed that the heartmate 3 system controller labeling listed the manufacture date as 11jul2017 and the expiration date as 31jul2017. The system controller was commercial product and was shipped to the center on (B)(6) 2017 inside implant kit (B)(4). The unit was reportedly currently in use as the patient's primary system controller.